Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The unit was tested using multiple different scopes and no issues were noted with the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his visera elite video system center stopped producing an image during a transurethral lithotripsy procedure. According to the initial reporter, another endoscope system was used to completed the procedure with no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to h10 of the initial report: the customer's complaint of no image was confirmed during inspection due to poor connection caused by a deformation of the video connector receiving contact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon occurred due to deformed pins inside the video connector socket causing abnormality of communication signal with the endoscope. A definitive root cause of the deformed pins could not be identified. Olympus will continue to monitor field performance for this device.